Event description:
It was reported by the end user, the left side wheel lock is not locking into place anymore. No serial number available; end user states she got the chair in the mid-90's. No patient injury reported, no additional information provided.